Event description:
On 7/10/24 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a low blood glucose (bg) event that required assistance to treat. The event occurred on 7/6/24. On 7/11/24 a beta bionics customer care agent followed up with the user about the event. The user reported the event that occurred after they changed their infusion set. The user revealed that the incident was due to user error; they did not rewind the pump and were still connected to the infusion set during the cartridge change, resulting in a full cartridge of insulin being administered. The user became dizzy, and their father called ems. The user consumed orange juice and watermelon independently and disconnected from the ilet. Their levels began to rise by the time ems arrived. The user has since received additional training and will seek further assistance during their next supply change. Their bg levels were affected, dropping below 40 mg/dl for about 1.5 hours. They used orange juice, watermelon, and a pb&j sandwich to correct the low. Immediate health effects included disorientation and dizziness.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failure of the user to follow instructions in the user guide and device training as well as the on screen instructions when completing the cartridge change process, resulting in unintentional insulin delivery.